Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was in the 80's (mg/dl). Reportedly, customer primed the tubing to address the event and resumed insulin delivery without changing the supplies.